Event description:
It was reported that the patient was dissatisfied because this inflatable penile prosthesis (ipp) was not working properly. A surgical procedure was performed in which the system was explanted. No additional information reported.